Event description:
The user facility reported to terumo cardiovascular that during priming, the centrifugal pump leaked due to a crack across the pump. The user facility reported that the pump was changed out and that there was no delay in surgery or risk to the patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device that was used and decontaminated through the bleach process. A visual inspection confirmed the crack in the housing area of the centrifugal pump. Terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).